Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in an arteriovenous fistula in a mildy tortuous and moderately calcified vessel in the upper arm. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at 20 atmospheres below 1 minute duration, the balloon ruptured. The procedure was completed with a another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: a mustang device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 43mm in length and extended from a position 1mm distal of the proximal markerband to 3mm distal of the distal markerband. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in an arteriovenous fistula in a mildy tortuous and moderately calcified vessel in the upper arm. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at 20 atmospheres below 1 minute duration, the balloon ruptured. The procedure was completed with a another of the same device. No patient complications were reported.